Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that her insulin pump shut off during the night. Customer changed the battery and received a batt out limit alarm. The customer's blood glucose reading was 280 mg/dl. Customer reviewed the alarm history and found several alerts and alarms including batt out limit, sensor end, low battery, and low reservoir. The customer was assisted with reprogramming the time and date. Customer was sent a replacement battery cap and was advised to monitor the issue. The insulin pump was not replaced or returned.